Event description:
It was reported by the nurse that during a procedure the laser fiber had broken apart inside the flexible ureteroscope. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber was received in one piece and there were no visible defects, it was not broken, and it had normal signs of usage. Microscope inspection found that the tip was degraded with burn marks on fiber jacket. Laser fibers are consumable devices and are expected to degrade with use. The connector has no defects, and light is existing the connector face. The functional test showed that error 67 was displayed indicating fiber expired. The labeling review found that the product instruction for use (IFU) states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Therefore, the manufacturer has reviewed all information and determined this event is no longer reportable.

Event description:
It was reported by the nurse that during a procedure the laser fiber had broken apart inside the flexible ureteroscope. The procedure was completed with another device. There was no patient harm.